Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed as soon as the investigation is completed, or new information has become available.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom x.cite CT scanner. The customer reported that during the perfusion scan of a 60-year-old, female patient, he had issues processing the data. The patient underwent a three-part examination consisting of a non-contrast head CT, perfusion imaging, and cervical artery imaging. While perfusion maps were being processed, the necessary diagnoses were already made from the cervical artery images. Therefore, repeating the perfusion scan was unnecessary. The customer reported a delay in diagnosis of approximately 15 minutes which did not cause any negative health consequences to the patient.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined as a software error. Siemens thoroughly analyzed the logfiles of this incident and found a software error which led to a data processing issue. The logic for creating the volumes did not work properly with this specific dataset. When calculating the gradient for the 19th slice, the condition was satisfied for affinity towards the next timepoint at the peak / valley. Therefore, the next volume was created with the last slice of the previous dataset. This is the first time this software issue has occurred. A safety assessment has been performed. The issue is understood, and a solution is considered for upcoming sw-versions or service packs.